Manufacturer narrative:
Additional information provided in sections d.9., h.3., h.6., and h.11. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. The handpiece was returned for testing on this investigation. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against serial number was performed. No similar complaints were reported for the product serial under investigation. The handpiece was received for testing on this investigation. A visual assessment of the returned sample revealed no obvious nonconformity. The returned sample was connected to a calibrated centurion vision system. The handpiece tuned successfully and completed a five minute burn-in test with the system set at 100% ultrasonic and torsional power. The handpiece was connected to a calibrated resistance test box which found the input and output impedance to be within specification. A temperature test was performed which found the handpiece temperature to be within specification. The returned handpiece was found to functionally exhibit no problems. Therefore, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the ophthalmic handpiece showed signs of smoking. Procedure details and patient impact have not been provided. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).